Manufacturer narrative:
Media evaluated by bsc medical safety: the complaint device was not received for analysis; however, media from the clinical procedure was provided to bsc and reviewed by a member of the bsc global medical safety organization. 4 echo still images and 1 echo video loop were provided for review. The still images (ice images based on event description) were not of sufficient quality to assess whether pass was met or not. Device diameter measurements were about 23 mm, but the outer edge of the device was challenging to see. The movie clip showed the embolized device.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed post ablation on a patient with a shallow appendage and challenging anatomy. A watchman access system (was) was positioned and a 27mm watchman flx pro closure device and delivery system (wds) was implanted after fulling meeting position, anchor, size and seal (pass) criteria. No leaks were noted on intracardiac echo (ice) or fluoroscopy imaging. The patient was discharged the same day. The next day, the patient arrived at the emergency room with chest pain. It was discovered that the closure device was no longer in the laa and had embolized to the left ventricle outflow tract (lvot). There was no injury to valves or surrounding tissue. The physician accessed the femoral artery and successfully retrieved the closure device percutaneously with a non-bsc device (bioptome). The patient stayed in the hospital for monitoring and was discharged two (2) days later with no further complications.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed post ablation on a patient with a shallow appendage and challenging anatomy. A watchman access system (was) was positioned and a 27mm watchman flx pro closure device and delivery system (wds) was implanted after fulling meeting position, anchor, size and seal (pass) criteria. No leaks were noted on intracardiac echo (ice) or fluoroscopy imaging. The patient was discharged the same day. The next day, the patient arrived at the emergency room with chest pain. It was discovered that the closure device was no longer in the laa and had embolized to the left ventricle outflow tract (lvot). There was no injury to valves or surrounding tissue. The physician accessed the femoral artery and successfully retrieved the closure device percutaneously with a non-bsc device (bioptome). The patient stayed in the hospital for monitoring and was discharged two (2) days later with no further complications.